Event description:
Damage to the pump housing and usb port was reported, although the customer could not specify how this occurred, suggesting it was due to normal wear and tear. There was no adverse impact on the customer's blood glucose level as the ability to charge the pump was unaffected. Technical support arranged for a replacement pump to be sent, and the customer was instructed on procedures for returning the damaged pump, programming settings into the new device, and connecting their cgm. The customer acknowledged understanding these instructions and would continue using the current pump until the replacement arrived.